Event description:
Product status: implanted - remains in service it was reported that intra-op, the implant had to give with the force of trying to rotate in the tight space. The surgeon decided to leave insitu. The surgeon spent some time assessing the safety of leaving the implant versus retrieving it. The decision was made that it was safer for the patient to leave it. The implant came in contact with patient. The cage fractured. No patient complications were reported.

Manufacturer narrative:
(B)(4): neither device nor applicable imaging studies received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.